Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue stopping the helix from being retracted. X-ray examination of the entire lead was normal. After ultrasonically cleaned, the helix could be fully retracted and extended; the full helix extension length was measured within specifications. The field report of inadequate capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.

Event description:
During follow-up, an increase in threshold was noted. The physician decided to revise the lead, during revision the helix failed to retract. The lead was explanted and a new lead was implanted. The patient is in stable condition.